Event description:
Customer reported pca pause protocol did not work as intended. Etco2 was alarming for pause limit and the pca basal rate continued and pt was able to administer bolus. This occurred prior to the nurse confirming the pca pause. The nurse felt the pt got the dose because the light was green on the top of the device. This occurred in the med surg/palliative profile. Customer confirmed pause protocol was enabled on the device. Customer requests event log review for all key strokes and alarms due to the device administering a dose that they felt should not have been administered. There was no report of pt harm and no medical intervention was required. Although requested, no add'l event or pt info provided by the user.

Manufacturer narrative:
(B)(4). Although requested, logs have not been rec'd. A follow up report will be submitted with failure investigation results should the logs/device be rec'd for evaluation.